Event description:
The patient contacted animas alleging that the pump repeatedly was rebooting. The patient confirmed there are no cracks on or in pump around battery compartment and denied seeing any moisture or corrosion in the battery compartment. The patient confirmed the pump's battery cap was replaced just a few days prior. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box history showed one unexplained power reset. The pump was powered on and exercised for 24 hours without power loss. The battery cap was not returned with the pump.